Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. Customer did not provide specific bg values. Reportedly, the customer was adjusting to the new control iq features. No additional information was provided.